Manufacturer narrative:
The customer cleans the probe daily. The urine samples are always centrifuged prior to running. Qc is performed every 3 hours. On (B)(6) 2023 the field service engineer (fse) found the suction needle was clogged and replaced it. The vacuum vessel was clogged; this was cleaned. Test runs and qc were performed with acceptable results. The instrument was operating properly. The investigation determined the root cause of the event was a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 4 patient urine samples tested for alb2 albumin gen.2 (alb2) on a cobas 8000 c (701) module. The questionable results were reported outside of the laboratory. The results did not correspond to the electrophoresis results prompting repeat testing. Patient 1 initial result was 48.5 mg/l. The electrophoresis result was 144 mg/l. On (B)(6) 2023 the repeat result was 15.7 mg/l. Patient 2 initial result was 73.7 mg/l. On (B)(6) 2023 the repeat result was 12.6 mg/l. Patient 3 initial result was 48.0 mg/l. On (B)(6) 2023 the repeat result was 4.4 mg/l. Patient 4 initial result was 53.9 mg/l. The electrophoresis result was 40 mg/l. On (B)(6) 2023 the repeat result was 4.1 mg/l. The alb2 reagent lot number was 68951501 with an expiration date of 29-feb-2024.